Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15582. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing during a ventricular tachycardia episode. It was also noted that the right atrial lead exhibited noise. Programming changes were discussed but not performed and the patient will be monitored. The patient was stable.

Manufacturer narrative:
The reported event of noise and fracture were not confirmed. A partial lead was returned for analysis in 1 segment measuring 41.9cm from the distal tip. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted that the right atrial and right ventricular leads were explanted and replaced on (B)(6) 2021. Subclavian fracture was also noted. No patient condition was reported.

Manufacturer narrative:
Correction: d6b should have been jan 29, 2021.